Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the probable cause of the reported issue that there was an unspecified event involving a medication error was not identified during the customer call. Tech support stated that the customer needed urgent access to ikp data. But due to some issue they couldn't get current ikp data. The ikp data became current on its own and customer said the issue was resolved. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an unspecified event involving a medication error. No further information was provided. There was patient involvement, but the unknown is outcome.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an unspecified event involving a medication error. No further information was provided. There was patient involvement, but the unknown is outcome.